Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a shaft fracture occurred. The physician placed a taxus express2 3.0x12mm drug eluting stent to the 95% stenosed lesion located in the heavily calcified, tortuous left anterior descending (lad) artery. Initially, the physician encountered difficulty crossing the lesion, but was able to cross on the first attempt. The stent was deployed at 14 atms for 18 secs, but only expanded 30%. The physician then attempted to withdraw the balloon, but it would not come out of the stent. He then attempted to "jiggle" the device, inflate it to 14 atms and pull it out, but was unable to remove it. At this point the cordis xb3 guide catheter deep seated down the lad and the proximal 30 cm. Portion of the shaft snapped. The physician pulled the rest of the shaft, the guide catheter and the bmw guide wire out together while having the pt take a deep breath. A 3.0x8mm quantum balloon was used to post-dilate the stent twice, once at 12 atms for 30 secs and then at 14 atms for 30 secs. The stent was fully expanded and the end result was great. No pt injuries or complications occurred. The pt status is satisfactory.